Manufacturer narrative:
The investigation is completed based on the evaluation of the returned product outlined below. The returned instrument was received at the investigation site in its inner and outer blister covered with the tyvek lid foil showing the lot information. The instrument was provided in a closed state and there are signs of surgical residues. The returned instrument was visually inspected with the aid of a photomicroscope using various magnifications and was functionally tested. It was found that the scissors could not be actuated, remaining in a closed state. The fact that the instrument sticks in a closed state indicates that the bonding between tube and front cap got broken. As the blister was opened by the customer, the product was handled. Therefore, the point in time when the malfunction occurred can no longer be determined, nor can the strain put on the device be reconstructed. The customer¿s complaint is confirmed, but a root cause for the connection failure cannot be determined conclusively. A review of the batch record traceable to the reported lot numbers, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. Non-conformance report provided by originator. A non-conformance based review of the lot number was performed and did not reveal any potential contributing factors to the reported complaint. It cannot be determined how or where the damage to the instrument occurred. Therefore, the root cause for the customer's reported event could not be determined. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all manufacturer products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. The complaint data will continue to be monitored for evidence of adverse trending and further action will be taken, as appropriate. No further action warranted at this time. The manufacturer internal reference number is:(B)(4).

Event description:
A physician reported that during proliferative diabetic retinopathy (pdr) surgery an ophthalmic scissors were blocked and stopped working. The scissors were not opening and closing properly. Later the surgeon changed to new product and completed the surgery. There was no patient impact.